Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high pacing threshold and was dislodged. The threshold had increased after an implant procedure was performed a week ago. There were no variations noted on the sensing and impedance. Further, x-ray result confirmed no lead migration. A revision procedure was performed and the rv lead was repositioned successfully. The lead remains in service. No additional adverse patient effects were noted.